Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was having an unexpected power loss. The device was spontaneously shutting down. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, unexpected alarm error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with unexpected battery power loss and blank display noted. Pump received with corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.